Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) and right ventricular (rv) leads exhibited noise, oversensing, and impedance measurements of greater than 2500 ohms. Two signal artifact monitoring (sam) episodes were stored due to the noise, resulting in the minute ventilation (mv) feature being programmed off automatically. Technical services (ts) discussed that this appeared to look like electromagnetic interference (emi) and discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) and right ventricular (rv) leads exhibited noise, oversensing, and impedance measurements of greater than 2500 ohms. Two signal artifact monitoring (sam) episodes were stored due to the noise, resulting in the minute ventilation (mv) feature being programmed off automatically. Technical services (ts) discussed that this appeared to look like electromagnetic interference (emi) and discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Later, this product was received by boston scientific after scheduled generator change out and a full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.